Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400 mg/dl to over 600 mg/dl, with ketones (size of ketones was not provided); cause was unknown. Customer gave a manual injection and called "(B)(6)" over how to treat high bg level. A replacement pump was sent to the customer for customer satisfaction and customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.